Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump was not delivering basal or bolus insulin properly. Customer administered the additional insulin needed via injection. There was no reported impact to customer's blood glucose; however, customer's a1c was elevated. After multiple follow up attempts were made by tandem technical support (cts), the customer did not call in to perform a pump system check with cts.